Event description:
It was reported that during the implant procedure, there was positioning/fixing difficulty, and the helix failed to deploy upon repositioning of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; the helix appeared to have been over-retracted which can cause the helix to compress and not extend and retract properly. Blood in/on the helix mechanism was observed; lead damaged at implant; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.